Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 93 months ago. The patient had large iliac arteries and the aortic neck had 90 degrees angulation. It was reported that the stent graft was found to have migrated distally and there was a proximal type 1 endoleak present with aneurysm enlargement to 80 mm in diameter (see MFR # 2953200-2009-00882). The aortic neck measured 24 mm in diameter below the level of renal arteries, 15 mm distally it measured 32 mm and it was a short neck. There was 30 mm of iliac fixation bilaterally. The stent graft migration was attributed to disease progression and angulation of the aortic neck. The physician elected to address the migration by implanting talent aortic cuffs proximally. As the first cuff was deployed, it fell into the aneurysm sac (see MFR # 2953200-2009-00883). The decision was made to implant a second cuff; however, it was deployed too high and the proximal type 1 endoleak was still present. The decision was made to convert the patient to open surgical repair where the 2 talent aortic cuffs and the top of the original aneurx bifurcated stent graft up to the aortic bifurcation were excised. The iliac limbs were left in place as they were well incorporated in the tissue. The explanted stent grafts were discarded after the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results: (angulated aortic neck), (endoleak). Conclusion: (angulated aortic neck).